Event description:
It was reported that the patient had high impedance on diagnostics and has not felt stimulation since (B) (6) 2008. X-rays were reviewed by the manufacturer and a lead discontinuity was observed. Follow-up with the site revealed that no manipulation or trauma is suspected. Device was disabled and revision surgery is likely, but no surgery is planned to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Deviced failure occurred. But did not cause or contribute to a death or serious injury.